Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) images and photographs confirmed the reported event of extrinsic outflow graft obstruction (eogo). Additionally, review of the submitted log files confirmed the reported decrease in pump flow. According to the account, normal flow was obtained following the removal of tissue between the outflow graft and outflow graft bend relief. Review of the submitted controller event and periodic log files confirmed multiple low flow hazard alarms associated with a steady decline in flow over a three day period. Estimated flow values decreased to as low as 0.1 lpm during this timeframe. A driveline disconnect was captured following this timeframe, consistent with the reported event. The driveline was re-connected the following day and a recovery in flow was captured up to 4.2 lpm, also consistent with the reported event. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The account submitted CT images which captured the outflow graft and bend relief at multiple angles. The proximal portion of the outflow graft appeared to be narrowed with a surrounding material that existed between the graft and bend relief. Additionally, the account submitted photographs which captured the outflow graft and bend relief during the surgical revision along with a tissue-like material that was isolated in a sample jar. The tissue-like material appeared to have a ribbing shape that was consistent with the shape of the external outflow graft. The extent to which the outflow graft was obstructed could not be conclusively determined through the submitted CT images and photographs alone. Additionally, a specific cause for the obstruction could not be conclusively determined. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced fatigue and shortness of breath along with flow issues. The patient underwent surgery. After opening the sternum and observing, a growth was found between the outflow graft and the bend relief, which caused an obstruction of the flow. The tissue was not a thrombus, but was an unknown tissue sent for analysis. The outflow graft was opened at one side to confirm there was no thrombus. The outflow graft was neither twisted nor kinked. Part of the bend relief was dissected to remove the aforementioned tissue. After the tissue was removed, normal flow was obtained. The patient was discharged from the hospital in a stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6)2023 the patient experienced a significant decrease of flow in a short period of time. They were admitted on (B)(6)2023 for IV fibrinolysis, monitoring, and investigation. A computed tomography angiogram (cta) showed possible limitations of flow at the outflow graft, close to the pump. An echocardiogram (echo) was performed. During the night between (B)(6)2023 the pump flow on the system monitor showed "0" liters per minute (lpm). The on-call physicians decided to disconnect the pump and initial IV inotrope support. On (B)(6)2023 the pump was reconnected and showed a slow decrease of flow over the last week. A log file review confirmed constant low flow events with levels below 1.0 lpm. It was noted that the patient's clock was not set correctly and displayed (B)(6)2019 when it was (B)(6)2023. The patient was scheduled for surgical revision and optional pump with outflow graft exchange.